Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the ok keypad button was unresponsive. There was no adverse event with this complaint. This complaint is being reported because the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a visual inspection of the pump confirmed that the keypad was undamaged. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.